Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the pump had intermittent power issue since about a week and a half ago. It was reported that there was no damage to the battery compartment or cap but the cap was able to secure properly on to the pump. The reporter noted that there was no moisture/corrosion in the pump and the issue was resolved with a new battery from a different pack. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on 11/01/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found power on reset events two days prior to the complaint date. The returned battery cap was able to tighten properly and the contact measurements were within specifications. The battery compartment was found to have cracked below the grip pad. The pump powered up with auditory and vibratory features. No tactile issues were observed with the buttons. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Pump casing was opened and no evidence of moisture or loose components found. The reported intermittent power issue was verified in the black box but not duplicated in the investigation. Unrelated to the reported power issue, it was observed that the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.